Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe not working. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. Actuation and aspiration testing was performed and meet specifications. Cut testing was performed and deemed nonconforming. The cut was choppy. The probe was disassembled and the components inspected. There is approximately five minutes of wear on the inner cutter when compared to the cutter wear visual standards. The root cause for the probe not cutting cannot be determined from this evaluation. The mostly likely cause for the poor cutting is from a worn inner cutting edge from damage or an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing the choppy cutting. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not work during a procedure. The condition of the aspiration was unknown. No patient harm reported. Additional information and product sample were requested.